Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. As of (B)(6) 2016 the lifetime ventricular sensing integrity count was 1512 with an average ventricular sensing integrity count per day of 10.23.

Event description:
It was reported that there has been a high ventricle to ventricle count since implant. Pocket manipulations did not reproduce any no ise/oversensing. Other measurements did not give any signs of why the count would be high. This was discussed with technical services and may be due to internal measurements from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.